Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 206 mg/dl. Additional information was not provided. Multiple attempts were made to follow up with the customer, however, a response was not received.